Event description:
This is filed to report the tissue damage. It was reported that this was a mitraclip procedure performed to treat mixed mitral regurgitation (mr), with an mr grade of 4. The patient had coagulation syndrome, calcified sub-valvular apparatus and calcification of the valve ring. When the mitraclip delivery system (cds) was in the ventricle, the quality of the image decreased massively, the echocardiogram machine was switched out, but imaging was still challenging, the cds could not be retracted to the atrium with security. Grasping was difficult. After two grasp attempts in a2/p2, the clip got trapped in the chordae, troubleshooting was performed, and the clip was retracted to the atrium. After 19.000u of heparin was given without response, something appeared on the gripper line. The cds was removed, and a piece of what appeared to be chordae was observed on the gripper line. The decision was made to stop the procedure due to the non-response to heparin. Mr remained unchanged. No clips were implanted. No additional information was provided.

Manufacturer narrative:
The device will not be returned for evaluation, the device was reportedly discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the available information the cause of the reported imaging issue was patient anatomy. The cause of the reported positioning failure and difficult to remove (entanglement) is imaging issue. The reported tissue injury is a cascading effect of the reported difficult to remove (anatomy). The reported tissue injury, as listed in the mitraclip system instructions for use (IFU) is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment is the result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.